Event description:
An administrator reported a pt with glare and blurry vision at any distance following an intraocular lens (iol) implant procedure. The administrator reported the event was due to likely higher order aberrations and poor quality of vision form having had prior lasik. The lens was exchanged six weeks later for a different lens model and power. In a follow up, the surgeon reported the iol platform did not work well for the pt. The event is possibly due to the pt having had a -5.50 diopter lasik procedure in 1998 in combination with an iol creating significant higher order aberrations when used in conjunction. The pt denied any glare or halos post lasik until the development of a cataract 12 years later. The surgeon reported the pt also experienced halos, hazy and waxy vision at all distances constantly. The pt's quality of vision did not improve with refraction at any distance or lighting conditions. Trace posterior capsule opacity (pco) was noted within the first month post operatively. The surgeon reported the pt's symptoms resolved following the iol exchange procedure despite the presence of faint pco.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).